Event description:
Pt reported that their blood glucose levels have been running high (225-278 mg/dl) since event date, and they do not think their device is properly delivering insulin. No error code were generated by the device. Pt reported that they are very thirsty and have a headache. Pt increased their mealtime bolus, but their blood glucose is still high. No treatment was received.